Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 7012097.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned.